Event description:
It was reported that the left ventricular (lv) lead was dislodged. A new lead was implanted after explanting the dislodged lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed), the outer insulation was melted and breached cut, and visual analysis revealed apparent explant damage.